Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the site was experiencing issues tracking their frame. It was noted that the spheres were "flickering" in and out in the tracking window. Upon changing reference frames, the system began functioning as intended. There was a patient involved. Additional information was received. The most likely / suspected cause of the event was there were either poor sphere integrity or poor placement of the spheres as the frame being was used afterwards with no issue.